Manufacturer narrative:
This case is still under investigation at the manufacturing plant. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manuacturing plant. Supplemental report: the reported event is not confirmed. The device was not available for testing and photos confirming the leak were not provided upon requested. Additional information was not provided when solicited. The batch record was reviewed. There was no nonconformances or planned deviations recorded in the manufacturing record. This reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2023 a spontanious medwatch report (mw5114870) was received by anika from the FDA. It was reported that on an unspecified date that during an injection on a a male 48 year old patient the physician reported that the orthovisc syringe leaked. A seperate orthovisc device was used to complete the treatment. There was no report of any patient impact or significant delay in the procedure.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2023 a spontanious medwatch report (mw5114870) was received by anika from the FDA. It was reported that on an unspecified date that during an injection on a a male 48 year old patient the physician reported that the orthovisc syringe leaked. A seperate orthovisc device was used to complete the treatment. There was no report of any patient impact or significant delay in the procedure.

Manufacturer narrative:
This case is still under investigation at the manufacturing plant. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manuacturing plant.